Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down and a unspecified malfunction alarm occurred. Customer¿s blood glucose level was between 54-500 mg/dl. The customer declined tandem technical support to follow-up and confirm that an alternate method of insulin therapy was obtained.